Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. Since no save to disk data could be retrieved from the device and no other data was provided from the field there is no way to confirm this result. The result of analysis is inconclusive. Performance data collected from the device and have analyzed the data. Battery depletion was indicated as time of recommended replacement time in save to disk occurred on (B)(6) 2012, device rrt <=2.6251 volt. The weekly battery voltage trend data shows minimum battery from 2.655 to 2.416 volts between (B)(6) 2012. One patient alert for low battery voltage occurred on (B)(6) 2012. Programmer s2d (B)(4) shows device reached end of service on (B)(6) 2012.

Event description:
It was reported that the implanted device was showing at "end of service" (eos) status in under two years and premature battery depletion was suspected.the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device and have analyzed the data. Battery depletion was indicated as time of recommended replacement time in save to disk occurred on (B)(6) 2012 device rrt <=2.6251 volt. The weekly battery voltage trend data shows minimum battery from 2.655 to 2.416 volts between (B)(6) 2012. One patient alert for low battery voltage occurred on (B)(6) 2012 02:15:00. Programmer s2d (B)(4) shows device reached end of service on (B)(6) 2012.